Event description:
This is same patient associated with medwatch ID #s 2028368-2003-00399 and 2028368-2003-00400. Patient report that after 1st adjustment, doctor noticed it was leaking and that he saw it on x-ray. Surgery to replace access port has occurred. Reporter also indicated that doctor has subsequently suspected possibility of leakage from band as port replacements have been unsuccessful.